Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was not obtained. Multiple attempts were made by tandem technical support to obtain blood glucose levels with no response by the customer. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.